Event description:
It was reported that a vns patient had undergone generator revision surgery due to device end of service. The explanted device was returned to the manufacturer for analysis. During the analysis, an out-of-limit (high) supply current was identified which was attributed to a selectable value r35 resistor. Once a lower value was selected, the device was found to be operating within specification. Though the out-of-limit supply current could have potentially contributed to the generator's end of service condition, the results of the battery longevity prediction confirmed that the eos condition was an expected event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.